Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to farfield signals or retrograde sensed events on the right atrial (ra) lead that were falling into refractory, causing a mode switch. Technical services (ts) discussed troubleshooting options and programming considerations. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.